Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4). Product type lead, product ID 977a260, serial# (B)(4). Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of overdischarge was unknown. Cause of battery movement could be from patient (B)(6). Weight loss. The rep tried to connect and interrogate the battery, and it responded. The area with the protrusion was palpated, and the site was intact no signs or symptoms of infection. The rep initiated the reboot process for the overdischarge. The patient will be evaluated by neurosurgery where they will make a plan of care and assessment. It is unknown if surgical intervention will occur. The lead protrusion issue was not resolved. He provided information was confirmed with physician/account.

Event description:
Additional information was received from a healthcare professional. It was reported that the ins is dead, not working and patient can't charge it or do anything with it. Caller stated patient saw hcp and a rep reps in (B)(6) for a jump start but this was unsuccessful and patient plans to have the device removed. Patient indicated they started having issues with ins going off/on around end of (B)(6) (2020) and that's why they met with the neurologist and the reps in (B)(6). No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that nlink showed a revision in may was posted but it cancelled. The replacement was scheduled with the hcp outside the reps territory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient has pocket tenderness due to battery movement. The patient also has palpable mild protrusion of lead; only felt with palpation. When water from the shower hits the site of the protrusion, the patient feels tingling, not pain, down their leg event when the ins is off. The reason for the battery going into overdischarge is unknown, but the system was charged regularly. It was noted that the patient has lost about 85 pounds, and all of their issues started after their weight loss. The rep tried to connect and interrogate the battery, and it responded. The area with the protrusion was palpated, and the site was intact no signs or symptoms of infection. The rep initiated the reboot process for the overdischarge. The patient will be evaluated by neurosurgery where they will make a plan of care and assessment. It is unknown if surgical intervention will occur. No further complications were reported. No additional patient symptoms were reported.